Manufacturer narrative:
Follow-up # 1 ¿ (01/26/2015). The patient¿s meter and test strips have been returned on 1/9/2015 and 1/16/2015, respectively, and evaluated by lifescan product analysis on 1/13/2015 and 1/16/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have a smeared print label. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the reporter contacted lifescan (lfs) alleging that the patient¿s onetouch ultra meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter alleged that the product issue began in the middle of november. The reporter stated that the patient obtained blood glucose readings of ¿191, 178, 161, 159, 163, 157, 153, 163, 188, 148 and 170mg/dl¿. The patient manages their diabetes with pills, diet and exercise. The reporter stated that the patient did not make any changes to their usual diabetes management regimen in response to the alleged inaccurate readings. The patient reportedly developed a symptom of ¿shakiness¿ sometime after the product issue began. The reporter stated that the patient did not receive any treatment for this symptom. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptom suggestive of a serious injury after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.